Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the product confirms the pieces returned against this complaint has either fractured or cracked. All the pieces were returned. Complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during left tsa, the black tip head of the humeral tray impactor shattered into several pieces. The surgery was delayed by two (2) minutes. No adverse event has been reported as a result of the malfunction.